Event description:
It was reported that the patients battery had the status lights continually lit and was not charging. The ventricular assist device team inspected the battery and confirmed that it needed to be replaced, as the power gauge light stayed continuously lit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the 14-volt battery¿s fuel gauge remaining lit and the battery not charging were not confirmed. The returned 14-volt battery (serial number (B)(6)) was functionally tested and was found to perform as intended. Throughout testing, the battery was observed to fully charge and discharge properly, and the fuel gauge lights did not remain active for longer than expected when the fuel gauge button was pressed. The battery was also tested alongside a mock loop and known working test equipment, and the mock loop operated as intended while the battery was in use. The root causes of the reported events were unable to be conclusively determined through this analysis. Device history records (DHR) reside with the original equipment manufacturer (OEM). However, the 14-volt battery, serial number (B)(6), was observed to have passed all initial manufacturing tests per the greatbatch manufacturing test datasheet. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their 14-volt batteries, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: corroded battery contacts that did not affect the functionality of the battery throughout testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.